Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. This report is for (2) unknown screws/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Not explanted. Device is not expected to be returned for manufacturer review/investigation. The screws were removed and the surgery restarted using the same screws and aiming devices. Additional fluoroscopies were done to confirm the position of the screws and nail. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported two recon screws missed the 9mm titanium adolescent lateral entry femoral nail. An intramedullary nailing of the femur with adolescent lateral entry nail was performed on (B)(6) 2016. The screws were removed and the surgery restarted using the same screws and aiming devices. Additional fluoroscopies were done to confirm the position of the screws and nail. The surgery was successfully completed with a 20- 25 minutes surgical delay. No patient harm reported. This complaint involves two (2) devices. Concomitant devices reported: 09mm titanium adolescent lateral entry femoral nail - ex/360mm/rt-sterile (part# 04.031.956s, lot# unknown, quantity 1); 11.5mm/8.5mm protection sleeve for recon locking (part# 03.010.075, lot# 068672, quantity 2); 8.5mm/3.2mm wire guide for recon locking (part# 03.010.076, lot# 069419, quantity 2); insertion handle for adolescent lateral entry femoral nail-ex (part# 03.010.226, lot# 1993578, quantity 1); aiming arm for adolescent lateral entry femoral nail-ex (part# 03.010.227, lot# 8768177, quantity 1). This report is 1 of 1 for (B)(4).